Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml via an implanted pump system. The compounded 3000 mcg/ml baclofen was changed to gablofen 1000 mcg/ml at the pump refill on (B)(6) 2015. The daily dose was reduced from 144 mcg/day to 114.9 mcg/day as 144 mcg/day was reportedly "too much drug" and the patient had experienced respiratory problems. No diagnostics had been done prior to decreasing the dose. An hcp later stated on (B)(6) 2015 that they assumed the event was resolved because the patient was instructed to contact their office if the issues continued. They had not heard from the patient since then. Additional information was requested to determine the compounded baclofen lot number, the start and end date of compounded baclofen therapy, and the daily dose.

Event description:
Correction: at the time of the initial report on (B)(6) 2015, it was also reported that the healthcare provider was going to perform the system content removal procedures to rid the 3000 mcg/ml baclofen out of the drug infusion system.